Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not recharge the ipg as recommended and the ipg became inoperable. Surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.